Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred during an MRI. It was stated that after 40 minutes, the motor stall was still "persistent." It was further reported that the motor stall did recover, however, it did not state when the recovery occurred. It was mentioned that the healthcare professional (hcp) thought the pump was approved for an MRI at 3 tesla. It was mentioned that the pump was only approved for an MRI only to 1.5 tesla. It was not confirmed that the patient did in fact have an MRI at 3 tesla. Drug: lioresal (2000 mcg/ml, 140.9 mcg/day).